Event description:
Patient reported experiencing persistent high blood glucose (~ 500 mg/dl), for the past 2 weeks. They indicated that they had attempted to self-treat by increasing their hourly basal rate (from 1.5u to 2.0u), as well as by programming additional boluses; however, they were unable to successfully loswer blood glucose. Pt reported that the device had been dropped, around the time that high blood glucose began. They indicated that there no apparent damage to the device and no error messages were generated.